Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Stent migration is identified in the directions for use as an anticipated complication of the use of the device. The most probable root cause classification of anticipated procedural complication, which indicates a complaint where a device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary stent was implanted within a patient on an unspecified date. According to the complainant, on (B)(6) 2013 an ercp with stent exchange was performed. The indication for the procedure was to remove a previously implanted wallstent rx biliary stent that had migrated. Reportedly, the stent had moved more proximal than (B)(6) 2013. The another stent was placed within the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the stent exchange procedure was reported to be fine. Despite attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.